Manufacturer narrative:
Evaluation is pending upon the return of the product.

Event description:
On 16 nov 2007, the sales representative reported that the center set screw came out of the hinge. This event was noticed before the thoracolumbar case started after completion of the cleaning process. The device was not used.